Manufacturer narrative:
The customer's complaint of separation was confirmed. During visual inspection of the set received it was observed that the silicone segment part number (p/n) 12088541 was completely separated/torn away from the upper fitment p/n tc10008721 with jagged appearances noted on each corner of the silicone segment. The root cause of the customer's report could not be determined.

Event description:
It was reported that the tubing "separated at the connector." A picture provided identified a separation of the silicone segment at the upper fitment. Although requested, there were no further details or information provided by the customer. There was no report of patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported separation of the "connector". There's no report of patient harm.

Event description:
The set contained a white substance. The fluid was possibly propofol.